Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit power cord is damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional customer contact information-name: (B)(6). Occupation: biomedical engineer phone: (B)(6). A getinge field service engineer (fse) verified the issue and replaced power cord reel assembly. Fse verified unit was calibrated and tested unit according to manufacture specs. Device returned to customer.